Event description:
User reported 2 false positive results. Negative by follow up test. Type or method of follow-up test not specified. This is report 2 of 2.

Manufacturer narrative:
Relates to (B)(4) (3014862188-2021-00501: test 1 of 2).